Event description:
(B)(4) received a report from (B)(6) stating the transgastric enteral feeding tube balloon leaked. No additional info was provided in regards to the pt's status. Additional info has been requested but not yet received.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for eval. A review of the device history record is in-progress. Upon completion of the sample eval and investigation; a follow-up report will be filed. (B)(4).